Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of no audible tone, which was confirmed and reproduced during evaluation. The device operated with no audio due to a failing speaker. The rear case which contains the speaker was replaced.

Event description:
It was reported that a spectrum pump had no audible tone. It was also reported there was no patient injury.